Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced reservoir compartment anomaly. The customer's blood glucose value was unknown. The customer stated that the reservoir plunger would not screw out and he had to replace the reservoir with a new one. The customer declined to troubleshoot for air bubbles. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir, performed the pre-fill test to test the reservoir. The plunger was easy to connect and release properly. No anomalies were found during our analysis.